Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc adapter / connector was defective / damaged on (B)(6) 2025, during the use of an indwelling needle, the patient discovered a fracture and defect at the white connector of the needle. The needle was immediately replaced with a new one, and the surgery proceeded normally. The patient's condition was good postoperatively. An adverse event report was filed due to the discovery of the needle fracture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received for inspection and analysis, and the defect condition of the sample cannot be identified, the root cause of this complaint cannot be confirmed. The plant will continue to monitor and follow up on this type of defect.

Event description:
No additional information.